Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hartmann procedure, when creating a colorectal anastomosis, the stapler and the anvil were connected. When closing the stapler, there was a point where it was very difficult. Then the stapler could be easily closed. After firing, the stapler was opened 4 half turns. On removal from the rectum the anvil remained in the intestine. The anvil was recovered with another instrument. During the pressure test, the leakage of the anastomosis was detected. They found out that there was an incomplete staple line. They resected and re-stapled and a new anastomosis was made. It was noted that there was tissue damage since the proximal rectum was opened an had to do be closed again. Patient is fine.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported condition. If information is provided in the future, a supplemental report will be issued.